Event description:
It was reported that the patient with this right ventricular (rv) lead called technical services (ts) with their device report. The patient provided ten non-sustained ventricular tachycardia episodes had been stored to non-physiological signals. Additional information from ts provided due to high out of range pacing impedances sensing was changed from bipolar to unipolar configuration. In addition, ts found pacing inhibition greater than two seconds. Under the unipolar configuration pacing impedances were back within normal ranges. Patient reported they are being considered for a revision. This rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this right ventricular (rv) lead called technical services (ts) with their device report. The patient provided ten non-sustained ventricular tachycardia episodes had been stored to non-physiological signals. Additional information from ts provided due to high out of range pacing impedances sensing was changed from bipolar to unipolar configuration. In addition, ts found pacing inhibition greater than two seconds. Under the unipolar configuration pacing impedances were back within normal ranges. Patient reported they are being considered for a revision. Subsequently, this rv lead was surgically abandoned. Another rv lead was implanted to complete this procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.